Event description:
Pt experienced suture spitting two (2) to eight (8) weeks following orthopedic surgery which required wound clean-up and antibiotic treatment.

Manufacturer narrative:
No animal test modules exist to adequately assess the potential of a suture to spontaneously extrude or spit. No product was provided for testing accordingly, no testing could be conducted. A batch history records review was performed and it was confirmed that all release criteria were met. There is no indication of a process event which relates to the nature of the complaint. No further conclusions can be drawn.

Manufacturer narrative:
(H-6) no animal test modules exist to adequately assess the potential of a suture to spontaneously extrude or spit.